Event description:
It was reported that this patient presented to the emergency room (ER) for syncopal episodes. Upon device interrogation, it was found that this patient had sudden brady response (sbr) episodes with premature ventricular contractions (pvc) and rate hysteresis. Technical services (ts) suggested reprogramming as troubleshooting. It was noted that there was high capture threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. Review of the pacemaker data showed that the sudden brady response feature was activated, but optimization was needed. At this time, reprogramming has been performed and the pacemaker remains in service. No additional adverse patient effects were reported.